Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Date: (B)(6) 2010 l1, l2, l3, l4 laminectomy,bilateral medial facetectomy and foraminotomy. Bilateral transforaminal diskectomy ll-2 and l3-4. Placement of transforaminal interbody peek fusion devices l1-2 and l3-4. Harvesting of bone from the spinous processes at l1, l2, l3, l4. Posterior segmental instrumentation from l1-l4 using surgical dynamics MRI-compatible posterior instrumentation and pedicle screw system. Bilateral lateral transverse fusion grafting with cancellous and cortical bone harvested from the spinous processes at ll, l2, l3 and l4. Placement of an epidural catheter for postoperative delivery epidural anesthetic. Date: (B)(6) 2011 procedure: thoracic epidural steroid injection, t6-t7 under fluoroscopic guidance date: (B)(6) 2011 procedure: transforaminal epidural steroid injection right t5/6 and left t6/7 surgery summary: cervical fusion with hardware, lumbar laminectomy <(>&<)> fusion x2, bilateral mastectomy date: (B)(6) 2011 procedure location: advanced pain management procedure: medial branch block left t7, t8, t9 diagnostic studies (B)(6) 2010; the patient underwent a lumbar diskogram on (B)(6) 2010. This reveals concordant pain within jection at l 1-2, negative diskogram at l2-3, and concordant pain with injection at l3-4, with a control disk at l4-5. There were anterior tears noted at ll-2 and l3-4. 2. CT scan of the lumbar spine post diskogram on (B)(6) 2010, showed an annular tear at l1-2, annular tears at l2-3, annular tear at l3-4, and minimal annular tear at l4-5. Lumbar myelogram with post CT scan from (B)(6), 2010 showed minimal broad-based disk bulging at l1-2 with some degenerative facet changes at l4-5. 3. Thoracic myelogram from (B)(6) 2010, showed disk space narrowing from t4 to. T8 with a right paracentral disk protrusion at t5-6 with effacement of the thecal sac and a small left paracentral osteophyte at t7-8. On (B)(6) 2011 exam: MRI of the lumbar spine without and with contrast at ll-2, the left l1 pedicle screw appears to traverse lateral to the left pedicle. A portion of the right pedicle screw may be somewhat medially positioned. The pedicle screws, however, are not optimally evaluated by MRI and their position may be better assessed on a CT scan. A fluid scar is also noted worrisome for a pseudomeningocele. Fusion material can also be seen within the l1-2 disc space. At l2-3, an extensive laminectomy is also seen with a fluid collection that may be partially septated at the laminectomy site worrisome for a pseudomeningocele. At l4-5, mild disc bulging is seen date: (B)(6) 2012 'patient is seen today for a followup visit with the chief complaint of mid-low back pain. Interpretation of data: oswestry: patient's oswestry score today is 37 out of 60 indicating severe functional impairment. MRI l spine (B)(6) 2011 suspicious for pseudomeningocele, left l 1 pedicle screw maybe lateral to the pedicle and right l1 pedicle may be medially positioned. Post-operative changes noted l 1-l4, left fusion material extends into spinal canal indenting thecal canal' (B)(6) 2011 "status post anterior cervical decompression and arthrodesis from c5 through c7 on (B)(6) 2010 for early cervical myelopathy. Pt has a history of undergoing a prior non-instrumented l5-s1 fusion by another surgical 'service in the past. Pt is more recently status post l1 through l4 decompression with transforaminal interbody fusion at l1-2 and l3-4 with ebi bone stimulator on (B)(6) 2010. Pf has also been followed conservatively for thoracic pains;' lumbar spine, ap and lateral x-rays from (B)(6) 2011 showed stable fusion and instrumentation; thoracic spine myelogram with post CT scan from (B)(6) 2010 showed a large right paracentral disk protrusion at t5-6,and a small left paracentral osteophyte at t7-8.